Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken across the cannula canal. Unable to confirm customer received sensor in said condition due to customer returned opened/used. One remaining sensor performed bicarbonate buffer test. Sensor failed per spec with high readings.

Event description:
Customer reported via phone call that the sensor was alerting low blood glucose when customer's blood glucose was 150 mg/dl. Customer reported the sensor alarmed a change sensor alarm and multiple calibration error alarms. Customer wasn't able to complete troubleshooting due to not feeling well because of pneumonia. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.